Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 547 mg/dl with nausea, diarrhea and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program due to the prime menu being accessed. It was also revealed that the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the black box showed a loss of prime event on (B)(6) 2015 at 13:25; deliveries never resumed. The last bolus delivery was on (B)(6) 2015. The pump completed 24hr duration testing with no errors, alarms or warnings. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked and the display was discolored. (B)(4).